Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 24060, was not returned for analysis. Therefore, no testing methods were performed and the complaint cannot be confirmed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. The results of the investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure there was air introduction into the hemostatic valve of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.